Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs showing error c-34. A visual inspection revealed dents on the bezel along with scratches and scuffs, and a dent was also observed on the power button. When tested on the system, the erbe unit displayed error c-34 at startup, and the erbe log recorded error c-00. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a c-34 error on bipolar. Prior to calling, customer power cycled system unaware that it doesn't power cycle the integrated electrosurgical unit (iesu) or erbe. Tse had customer remove power from erbe, and it powered on with the same error message. Monopolar was still functional and customer was continuing with case using a force triad for bipolar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.